Event description:
It was reported to philips that the system was not turning on. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) visited onsite and confirm the reported problem. After reviewing the log, fse found the reported malfunction. Upon troubleshooting, fse found faulty fuse on ny1 and a faulty fan tray board. To resolve the problem, fse replaced the fan tray board and fuse and return the part for further analysis, and it found defective power supply. After replaced the fan tray board and fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.